Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance. Boston scientific technical services (ts) discussed troubleshooting. There were no adverse patient effects reported. Additional information was received that this device and right ventricular (rv) lead continue to exhibited high out of range shock lead impedance measurements. Boston scientific technical services (ts) recommended commanded shock to evaluate lead. They will continue to monitor the patient for now. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). All available information indicates that this product remains in service. This investigation will be updated should further information be provided.